Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2023. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the report of too much spinal fluid measuring 30 when it should be 10 was not due to device or therapy. The provider stated it was unrelated and they would replace the lead to resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the lead will be replaced on may 9th.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025. Product type-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the patient had a lead revision on (B)(6) 2025, but another rep covered the case. The patient never reported to the rep that they experienced recharging issues. Patient was seen in office for a reprogram when they found out patient was not getting coverage. Impedances ran showing several lead outages which were in the initial mpxr. On (B)(6) 2025 the rep reported the patient received a paddle replacement and battery replacement, switching to a non-rechargeable implant as they did not want to charge anymore. This was at the surgeon's discussion. Both the lead and battery were returned. The rep was not aware of a complaint against the battery.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 the pt reported that their intellis implanted neurostimulator (ins) was replaced because since day one they had to re charge the ins every other day for 2-3 hours. They stated it turned out that (B)(4) contacts "were done". The rep reported that the lead would be returned on (B)(6) 2025 since the hospital was assessing the explant per their policy.

Manufacturer narrative:
H3: analysis information pli# 10 product ID# 97715. Analysis determined that the implantable neurostimulator (ins) was functional. Analysis information pli# 20 product ID# 977c165 analysis identified that the 7, 12, 13, 14, and 15 conductors were broken in the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 11-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced an inability to increase or decrease intensity, return of pain, and high impedance issues. She reports having recent issues with too much spinal fluid measuring ¿30 when it should be 10¿. Troubleshooting steps included trying different references for impedance, but this did not resolve the issue. The surgeon was informed and stated that a replacement of the lead is necessary and will be scheduled. No patient complications have been reported as a result of this event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
The rep reported the surgery was rescheduled to (B)(6) 2025 and the rep plans to return the lead. On (B)(6) 2025 it was reported the lead was explanted on (B)(6) 2025 and will be returned.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of product ID 977c165 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead. Found stim lead/distal end/weld/corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.